Event description:
A new bottle of osmolite 1000 cc rth was hung at 1:5 pm on 4/12/94 and rate set at 60 cc/hr via pump. G-tube & rate were checked and flushed with h2o every 4 hr. At 9:15 pm pump alarmed and only 200 cc was remaining at this time. Resident developed projectile vomitting which tested positive for occult blood.